Event description:
Procedure: splenectomy. According to the reporter: after inserting the endo catch into the cavity, confirmed the pouch was broken. Opened another, but the same event occurred. The pouch fell into the cavity and was retrieved. The procedure was completed with another. No tissue damage or bleeding was reported and further details was provided. The two instruments will be returned for evaluation.

Manufacturer narrative:
(B) (4). (B) (4).